Event description:
Per the info provided to co by hospital, the device was removed due to a "crack in the tubing from the pump to the cylinder". As reported to co, the cylinder(s), pump and assembly kit component(s) only were removed and replaced with another pump and cylinder assembly.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 3/23/1994. It was explanted on 9/9/1996, reportedly due to a "crack in between the pump and cylinder." In the received questionnaire, the physician indicated the following: there was a specific leakage site observed "near pump on tubing to a cylinder," the tubing was neither kinked or twisted when he opened the pocket, when implanted no exessive nor inadequate tubing lenghts were observed, nothing was noted in the positioning that may have caused stress(es) to the device, and the device did not contact any unshod, sharp instrumentation during or subsequent to removal. The two cylinders and the pump were received and evaluated by the MFR. The components passed all functional tests. A microscopic examination of the tubing ends showed unifrom striations on the surfaces, indicating contact with sharp insturmentation, e.g. Scalpel, scissors. Based on the duration the device was implanted, quality assurance concludes that the contact with sharp instrumentation occurred during or subsequent ot explant surgery, and this, is not related to the complaint. Qa can not confirm the reported crack in between the pump and cylinder.